Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings:testing confirmed intermittent responses to button presses on the 'ok' button. Multiple button presses are required before the 'ok' button engages. The 'up', 'down' and 'contrast' buttons respond to user input..observed damage to the keypad-the keypad cover is peeling/lifting from below the 'ok' button, exposing the button contact.removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the complaint, the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).